Manufacturer narrative:
The baxter technician found the power cord needed to be replaced. Per the baxter service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Examine the power cords and plugs for cuts, nicks, breaks, frays and for correct grounding. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the power cord to resolve the reported event. Based on this information, no further action is required.

Event description:
On (B)(6) 2025, during servicing by baxter, technical service identified that totalcare frame (product code p1900p007328, serial number (B)(6)), had power cord damaged with copper wires exposed. This occurred during baxter servicing/testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported.